Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect information in the h6 section. Diabetic ketoacidosis with health effect - clinical code 2364 is no longer required for the reportable event (no symptoms of dka reported). Kindly ignore.

Event description:
Customer did not say that they were treated with insulin drip for the high. They only said they were treated with intravenous fluid for the high. Customer was treated by the paramedics for the low with glucose tablets. Customer was not admitted in the hospital for the low. Customer went to the emergency room for the high. Customer did not allege over delivery.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 31 mmol/l, current blood glucose value: 8.4mmol/l, reported that the settings were not accurate, also reported sensor glucose: 4.4 mmol/l and blood glucose: 8.4 mmol/l: difference not within the target. Also customer experienced hypoglycemia with blood glucose value of : 2.2 mmol/l; current blood glucose vlaue: 8.4 mmol/l. Troubleshooting was performed and found that the customer was treated with intravenous insulin drip- hospitalized on 24.06.2023- hyperglycemia. The customer was treated with glucose tablets and admitted in hospital on 24.06.2023 for hypoglycemia. The customer reports confusion, feeling sick/unwell, flu-like, headache, tried/weak. And tested for ketones symptoms related to high & low blood glucose event. The  customer does not allege pump was under delivering- hyperglycemia event. The customer reports auto mode/smart guard was automatically delivering insulin at the time of low blood glucose event. The insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.